Event description:
Reporter calling to report breast cancer diagnosis after the use of CPAP (continuous positive airway pressure) device. Reporter states she was encouraged by her physician to file an adverse event report because her CPAP device was recalled. Reporter states she is no longer using the recalled device, that it has been replaced, and that she regularly uses this replacement CPAP device. Reporter states on (B)(6) 2023, a "three centimeter lump" was found after mammogram, and after biopsy on (B)(6) 2023, was diagnosed with breast cancer. Reporter states there is no family history of cancer, and her diagnosis was a shock to her. Reporter states "I had no idea this could happen" due to her recalled CPAP. Reporter states that after her diagnosis she had a bilateral mastectomy.